Event description:
It was reported that during a arteriovenous fistula cutting balloon procedure, a blade detachment occurred. The lesion was located in the 80% stenosed moderately tortuous and moderately calcified left radial artery. The vessel was 6mm in diameter. The peripheral cutting balloon 6.00mm x 2.0cm x 90cm was advanced to treat the lesion. When the device was removed from the sheath after withdrawal, an atherotome separated from the device outside the pt. No pt injuries or complications were reported. The pt's status is reported as "normal."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)